Event description:
While nurse was moving patient back to the bed from the chair, she needed to use sling due to patient weakness. Lift would not lower patient to bed. Blue cord to reset was attempted and red cord for emergency lowering would not work.